Event description:
The product was used during a laparoscopic nephrectomy procedure. Reportedly, the device had an incomplete staple complement and the instrument broke. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.